Event description:
Pt had spinal fusion surgery using the titanium rod and screws used for orthopedic surgery. And during post op. Pt never recovered. Rod and screws had broken inside. Never given any explanation why it broke. Pt had been through 5 surgeries for repair because of the damage. Pt has not worked since this and now is on many medications because of the pain they go through daily.

Event description:
Add'l info rec'd from MFR 3/16/2005: a medwatch report for the event had not been previously submitted, however, MFR's initial notification of this event was on march 4, 2005 upon receipt of voluntary report no. Mw1034203 included with FDA letter. Based on this info medwatch form #'s 1030489-2005-00065 and 1030489-2005-00066 have been submitted.